Event description:
It was reported that the patient may have a seroma around the pump, but it was unclear at that time. The patient would like the pump moved. The patient was having a hard time getting the personal therapy manager (ptm) to find the pump. The patient also noted the pump was "falling forward,¿ so it needed to be re-sutured and moved. A revision was being done on the date of the report, where they were going to be moving the pump 6 inches to another area of the body. The patient symptoms related to the pump movement in the pocket were that the patient stated that it was very uncomfortable and they felt like there was poor communication with the ptm. The cause of the loose/moving pump was unknown. There reportedly was never a mass; and no troubleshooting was done to identify, or rule one out. The patient just had ¿some swelling from the pump moving in the pocket.¿ the pump was revised and the patient had been getting adequate therapy since that time. The pump system was being used to infuse morphine (unknown).

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: ne u_ptm_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).